Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient was scheduled for an explant procedure due to multiple episodes of noise observed on the rv lead. Patient was asymptomatic. Physician noted a sharp turn on both leads under fluoroscopy and elected to explant both ra and rv lead. Physician noted circumferential lead insulation on the rv lead where the lead had taken the acute turn in the pocket which was likely due to implant technique. Both rv and ra leads were explanted and new leads were implanted. Patient is stable post procedure.

Manufacturer narrative:
External insulation abrasion was noted at 13.8-14.0cm from the connector pin, consistent with lead friction to the ICD can. The outer coil was exposed at this location. This is consistent with the observation from the field of noise.